Event description:
Philips received a complaint by the customer on the v60 indicating that a pressure regulation high failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a pressure regulation high failure had occurred. The customer had recently replaced the flow sensor assembly for a previous issue. After the replacement, the unit began to alarm for a pressure regulation high failure. The remote service engineer (rse) and customer went over the flow sensor assembly installation and discovered that the tubing was incorrect. The customer then changed the tubing to the correct path and confirmed the device was fully operational. The customer corrected the tubing path to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.